Event description:
Per the clinic, the patient underwent revision surgery to irrigate the implant site (specific date not reported), due to unknown reason. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Event description:
It was also reported that the patient was placed under general anesthesia on (B)(6) 2023.